Event description:
It was reported on (B)(6) 2026 a 22 mm amplatzer amulet left atrial appendage occluder was selected for implant using an unknown delivery sheath for a left atrial appendage (laa) closure. The patient was taking subcutaneous heparin and aspirin before the procedure. During the procedure, the activated clotting time was more than 300 seconds. Heparin was administered. The device was implanted. Heparin and aspirin was continued immediately after the procedure. A few days after the procedure, the patient developed thrombocytopenia and both aspirin and heparin was stopped. About 3 weeks post procedure, the patient's ejection fraction decreased from 50 to 30 percent and creatinine levels were high. On (B)(6) 2026, at the 1-month follow up, a 4 mm peri-device leak was confirmed via transesophageal echocardiography. A small, irregularly shaped thrombus formation was also noted near the pulmonary vein ridge which had not been present immediately after device implant. Pharmacological treatment was used to treat the thrombus. The patient's most recent international normalized ratio (inr) closest to the time of the reported thrombus was low. On an unknown date, the patient died.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: death date was estimated.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 22 mm amplatzer amulet left atrial appendage occluder was selected for implant using an unknown delivery sheath for a left atrial appendage (laa) closure. The patient was taking subcutaneous heparin and aspirin before the procedure. During the procedure, the activated clotting time was more than 300 seconds. Heparin was administered. The device was implanted. Heparin and aspirin was continued immediately after the procedure. A few days after the procedure, the patient developed thrombocytopenia and both aspirin and heparin was stopped. About 3 weeks post procedure, the patient's ejection fraction decreased from 50 to 30 percent and creatinine levels were high. On (B)(6) 2026, at the 1-month follow up, a 4 mm peri-device leak was confirmed via transesophageal echocardiography. A small, irregularly shaped thrombus formation was also noted near the pulmonary vein ridge which had not been present immediately after device implant. The patient's most recent international normalized ratio (inr) closest to the time of the reported thrombus was low.